Event description:
Handpiece overheating severely despite irrigation. Severe burn of the patient lip due to overheating.

Manufacturer narrative:
During the analysis, it was found that the handpiece had massive brown deposits and liquid inside. The upper ball bearing was jammed and rubbed against the bearing sleeve, causing excessive heating. The root-cause analysis revealed that the event was due to a lack of maintenance.